Event description:
This 72 yr old retired male originally had insertion of a permanent transvenous pacemaker on 4/2/81 for sinus node dysfunction with sa rest up to 6.5 sec., associated with syncope. He had replacement of his pulse generator because of impending battery depletion on 5/17/88. Pulse generator was placed with co's in line bipolar pulse generator. He has had his pacemaker monitored with his cardiologist with transtelephonic monitoring and in office pacing system analysis. On 3/16/91, co sent out an "urgent medical device safety alert" letter, stating that there was a possibilty of sudden loss of output in his model pulse generator. The pt was informed of the letter and after discussion with co's engineers, it was elected to continue to follow his pulse generator. On 12/18/95, a transtelephonic monitoring revealed a magnet rate of 74.6 beats per minute with recommended replacement time at 80.3 bpm. The following day, the corep evaluated the pacemaker and magnet rate was found to be 58 bpm. It was believed the pulse generator was actually failing and it was recommended that it be replaced as soon as possible. On 12/20/95, the pt underwent replacement of device with co's in line bipolar multi-programmable vvir pulse generator.